Event description:
On tuesday (B)(6) 2019 a medical device avanos on q pain pump was implanted in my c-section wound without knowledge or consent it was removed the following monday. I was very ill for a long time after my surgery the opening of my scar was open much longer than the rest of my c-section and has healed concaved. I have pain in this location into my tissue into my hip and leg. I do have a CT from one and a half years ago, but no one has looked at it. FDA safety report ID # (B)(4).